Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, consumer - attorney. Concomitant medical products: 00801803602, femoral head sterile product do not resterilize 12/14 taper, unknown lot. The 00784800200, modular neck k 12/14 neck taper use with +0 heads only, unknown lot. Item # unknown, unknown cup lot # unknown. Item # unknown, unknown liner lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03307, 0001822565-2018-03310.

Event description:
It was reported that a patient underwent hip revision surgery approximately 3 years post implantation due to pain, adverse local tissue reaction, corrosion, and metallosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report was submitted in error and will be voided upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
This report was submitted in error and will be voided upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.